Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a no delivery alarm. The blood glucose at the time of the incident was 225 mg/dl. The customer states the no delivery alarm has occurred three time when they bolus. The customer states he changed the set and there was insulin around it. Troubleshooting was able to determine the set was bent. However it is unclear what type of set the customer uses. The device will be returned for analysis.